Event description:
A physician reported an issue where the asystole alarm did not function as expected at the central nurse's station (cns). The physician reported that there were lots of artifact on tracings, many episodes of complete heart block with ventricular asystole that was not recognized by the staff and was not labeled correctly by the system. There was no patient harm or injury reported.

Manufacturer narrative:
Incident summary: a physician reported an issue where the asystole alarm did not function as expected at the central nurse's station (cns). The physician reported that there were lots of artifact on tracings, many episodes of complete heart block with ventricular asystole that was not recognized by the staff and was not labeled correctly by the system. There was no patient harm or injury reported. Investigation/root cause analysis results: based on nkc's findings, the root cause of the issue is related to user error, due to the settings of the pacemaker and the brady alarm. Pacemaker base rate: the pacemaker's base rate was set to 60 bpm. Brady alarm setting: the brady alarm was set to trigger at a rate below 60 bpm. Impact: because the brady alarm setting was set below the pacemaker's base rate, the alarm did not activate when the patient's heart rate dropped to 60 bpm. Instead, the pacing message was displayed, indicating the pacemaker was functioning to maintain the heart rate. This discrepancy between the pacemaker's base rate and the brady alarm setting prevented the alarm from going off, leading to the display of the pacing message. Our nk sem (service engineering manager) provided the physician with the findings and education and no further issues related to this incident has been reported since. Additional information: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: event problem codes h11: additional manufacturer data.

Manufacturer narrative:
A physician reported an issue where the asystole alarm did not function as expected at the central nurse's station (cns). The physician reported that there were lots of artifact on tracings, many episodes of complete heart block with ventricular asystole that was not recognized by the staff and was not labeled correctly by the system. There was no patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsm): model#: g7 model number: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI)#: ni.

Event description:
A physician reported an issue where the asystole alarm did not function as expected at the central nurse's station (cns). The physician reported that there were lots of artifact on tracings, many episodes of complete heart block with ventricular asystole that was not recognized by the staff and was not labeled correctly by the system. There was no patient harm or injury reported.